Event description:
Clinical trial: same case as MFR report #: 2134265-2009-02371, same case as MFR report #: 2134265-2009-02372, same case as MFR report #: 2134265-2009-02374. It was reported that following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient presented with a recurrent myocardial infarction (mi) and in stent thrombosis. The index procedure treated the de novo, 100% stenosed 3.5x30mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with a 3.0x15mm maverick balloon utilizing two inflations at 8 atm's for 30 seconds and the placement of a 3.5x32mm taxus express2 stent deployed at 15 atm's resulting in 0% residual stenosis and timi 3 flow. On day 1103 the patient presented acutely to the cath lab with a recurrent inferior mi found to have heavy thrombus burden in the distal rca. Treatment placed a 3.0x32mm liberte stent carefully positioned to cover the index stent resulting in 0% residual stenosis and timi 3 flow. On day 1104, the patient presented to the cath lab revealing a thrombus occlusion throughout the stent implanted the previous day. A spontaneous type d dissection occurred, present at the first cine run, caused by a non bsc aspiration catheter. Two overlapping liberte stents (3.5x32mm, 4.0x32mm) were placed to treat the thrombus and dissection. On day 1105, the patient presented to the cath lab with recurrent chest pain. Both liberte stents implanted the previous day occluded with 100% thrombus. The physician attempted to cross the lesion area with a non bsc balloon but was unable to cross. No revascularization was done. The patient completed the mi, stabilized and was discharged. Per the physician, the event relation to the index device was listed as "probably related".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.